Event description:
Following a diagnostic procedure, an angio-seal device was placed. Approx two weeks later, the pt reported redness and swelling at the groin site with generalized rash and itching. Pulses were present, and there was no bruising or hematoma. The pt was prescribed benadryl for the rash and itching, with no further complaints of pt discomfort.